Event description:
The patient was a (B)(6) male. The target lesion was the superficial femoral artery. The lesion information was unknown. The % of pre-procedure stenosis was unknown. Treatment for the superficial femoral artery was conducted. Right femoral approach was chosen for the procedure. Two smart control (size and lot were unknown) were deployed in the superficial femoral artery. The patient was discharged from the hospital. Sometime after, date unknown, the patient developed swelling in his left thigh which might have been caused by a infection. The patient was treated with antibacterial agents. The patient recovered. Physician indicated that the possible cause of the swelling was an infection, but the relationship between the event and the deployed smart control stents was unknown.

Manufacturer narrative:
Exact date of implant is unknown, but it was in (B)(6) 2012. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2012-00123. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of two products associated with this event. Please refer to MFR report # 9616099-2012-00123. At some unknown date after having two smart control stents placed in the superficial femoral artery the patient developed swelling in his left thigh which the physician felt might have been caused by an infection. The patient was treated with antibacterial agents and has recovered. (B)(4). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. (B)(4). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Infections resulting from invasive procedures are a well known potential adverse event and are listed in the IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, however, at this time it is not possible to draw a clinical conclusion between the device and the event.